Manufacturer narrative:
Device evaluation: analysis of the returned device identified creases fold, wear abrasion, a linear opening on the anterior and a curved opening on the radius. A leak test and microscopic analysis was performed which identified an opening crease smooth on the radius, striated opening on the anterior and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an opening crease smooth on radius due to fold flaw opening. A striated opening on anterior due to surgical damage consist in the use of some surgical tool.

Event description:
Patient reported a right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was/is deflation.

Event description:
Patient reported a right side deflation. Device has been explanted.